Manufacturer narrative:
(B)(4). Investigation: only the shaft of the brush was returned from the pt. The shaft was visually inspected. The brush head has not loosened from the blue shaft. The steel wire was broken and the twisted wires were both broken almost at the same place, indicating that this is not due to material weakening. It looks like the wires not broken at the same time because one has coating. It is possible to break the wire if the brush head was bent more than 45 degrees back and forward about ten times. According to manual, there is a warning picture showing that bending the brush head is not allowed. Conclusion: there is no material error found on the brush. The twisted metal wires of the brush have been broken off at same place and this can happen if the wire was bent several times. According to manual it is not allowed to bend the brush and also to inspect all parts of the brush before use. Action: info to the pt to follow the instructions for use and that bending the brush head is not allowed. If bending is necessary it has to be done on the blue shaft instead as clearly described in the IFU.

Event description:
The brush broke off in the prosthesis during cleaning of the voice prosthesis. The brush head got stuck in the voice prosthesis and could without problems be retrieved by the pt. No harm occurred.